Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indication for use was spinal pain. The patient had a granuloma at the catheter tip. An MRI confirmed the granuloma. The plan was to have the catheter tip below the area of granuloma. The patient's entire system was removed and replaced with a system from a different device manufacturer on 2016-02-22. They put the new catheter tip lower. It was unknown if the issue was resolved at the time of this report. The patient's medical history, oral medications, the timeline, and additional patient symptoms were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.